Event description:
Dexcom g7 warm up failure. The cannula, which takes my interstitial fluid to test my blood sugar, did not insert properly and was poking out of the sensor. This is dangerous for me because I am a type one diabetic and my insulin pump relies on the sensor to give me adequate insulin.